Event description:
It was reported that the implant at tooth site #33 lost integration and was removed. Additional appointment required: yes, to place a new implant after bone graft and healing. Symptoms as a result of the event: pain. Loss of integration.

Event description:
It was reported that the implant at tooth site #33 lost integration and was removed. Additional appointment required: yes, to place a new implant after bone graft and healing. Symptoms as a result of the event: pain. Loss of integration.